Event description:
It was reported an external fluid leak was observed originating from an unknown location of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The actual device was not available; however, photographs were provided for evaluation. During visual inspection of the provided photographic sample did not show the reported leak. Due to the nature of the provided samples, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.